Event description:
It was reported that a patient presented with infection noted on the patient's system. Allegation against the system regarding the infection was unknown. The system was explanted on (B)(6), 2026. No information regarding adverse patient consequences were reported.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: h11 narrative/data should have been ¿review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be determined.¿ rather than ¿a device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.¿ as submitted in follow-up number 1 on may 28, 2026.